Event description:
The event is reported as: the nebulizer does not nebulizes the solution when powered on. This issue occurred with the end-user. No pt injury reported.

Manufacturer narrative:
It is unk if the device sample is available for eval.